Event description:
Adverse event(s): "something moving or fluttering" (foreign body sensation). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported that following bilateral intraocular lens (iol) implant surgery, a pt is experiencing "something moving or fluttering" in the eye. There were no lens or pt identifiers provided. Additional info has been requested. There are two medical device reports associated with this event; this report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B) (4). (B) (4).